Event description:
Our rep. Is reporting to us that during an arthroscopic meniscal repair with the use of 4 omnispan fasteners for fastening, the surgeon experienced a series of "fastening" failures with the omnispan devices that led to a partial menisectomy for remedy. It appears that the surgeon started with a 12 degree fastener for repair, however, after the surgeon deployed both fasteners into the meniscus and then tensioned the suture to snug up and secure the devices, the fastener (s) pulled out. The surgeon cut the suture and removed the devices from the joint space. The surgeon turned to a "0" degree omnispan and had the same negative results; he went to a 3rd same "0" degree device with the same negative results; the surgeon made a 4th attempt with the use of a 12 degree omnispan, and again, with the same negative results. At this point, the surgeon chose to perform a partial menisectomy for remedy. The procedure was concluded successfully without further issue or harm to the patient. The complaint devices were discarded at the user facility. See also associated mdrs 1221934-2012-00087, 1221934-2012-00088, and 1221934-2012-00089

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.